Event description:
Reporter indicated that a vns pt had a "lead fracture." Follow up with the treating neurologist revealed that the pt presented with high lead impedance from a sys diagnostics test and painful stimulation at the neck. The cause of the high impedance is unk although a lead fracture is suspected by the treating neurologist. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.